Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. G3: foreign report source: japan. A g7 neutral e1 liner 32mm f, part#: 010000850 from lot: 6074805, was returned and evaluated against the complaint. Visual inspection found the liner's barb to be roughened in multiple locations. One location exhibits a poly strand protruding from the liner. A screw hole has been drilled into the liner. Scratching was observed on the rim. No dimensional analysis will be conducted at this time due to the attempts to implant and remove the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown. Item #: unknown stem lot #: unknown. 010000850 g7 neutral e1 liner 32 mm f 3841534. 110010245 g7 osseoti 4 hole shell 54 mm f 6416552. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03757 liner 1. 0001825034 - 2019 - 03760 cup.

Event description:
It was reported that two g7 e1 liners would not assemble with g7 acetabular shell. Surgery was finished with backup product. Attempts were made to obtain additional information; however, none was available.